Manufacturer narrative:
Unable to determine cause.

Event description:
An endurant stent graft was inserted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during the index procedure and after the delivery system was inserted in the patient the physician was unable to deploy the stent graft. The physician removed the delivery system without any injuries to the patient and deployed the stent graft in vitro without any issues. There were no difficulties inserting the delivery catheter and the physician did not have to use a force greater than anticipated when inserting the device. There were no kinks noted on the device. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned and its evaluation is complete. Upon inspection of the device, there was a significant kink in the graft cover, most likely due to the device being returned not seated within the tray. The stent graft was partially deployed 65 mm. There was a large kink in graft cover and tapered tip lumen 65mm from the distal edge of the graft cover. There was also a small kink 95 mm from the distal edge of the graft cover and twisting 150mm to 190mm from the distal edge of the graft cover. The external slider was rotated 1 cm from front grip. The event was not confirmed since the stent graft was partially deployed on the table after the event; additionally, there was significant shipping damage due to the device not being seated within the tray. The root cause of the event could not be conclusively determined; however, due to the degree of graft cover twisting, patient tortuosity may have contributed.